Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Lot number of the affected part was not confirmed. Customer confirmed the drain was not available for return. Further investigation to be carried out.

Event description:
Nt821731c - stopcock between the collection chamber and the bag broke. Unable to turn the stopcock.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). A review of (B)(4) medical device hazard analysis (rev 09), identifies the hazard situation as "4.9 the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve)." The risk level is considered moderate. Based on complaint of "stopcock broke." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - stopcock between the collection chamber and the bag broke. Unable to turn the stopcock.